Manufacturer narrative:
Analysis of the found that the customer's complaint of overheating could not be confirmed, the handpiece stalled and pre-heat check could not be performed. The housing is corroded and cracked. The front and rear bearings of the motor are worn. The shaft is pitting. The hi-pot test failed. All the parts mentioned in the parts list have been replaced. All the parts have been cleaned. The handpiece was successfully tested according to service repair instructions. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece had power loss and overheated around 1 minute during use/procedure. There was no patient impact.